Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic needing an impella rp device for mechanical circulatory support. It was reported that a bipella patient had the cp explanted. An echocardiogram indicated there was right ventricle [rv] improvement, however, the physician decided to explant the rp due to the device moving out of position. Additional information reported that care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.